Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. In addition, a minimum fill notification occurred after the user filled the cartridge with approximately 168 units of insulin during the load sequence. New cartridges were loaded to resolve the issues. Customer¿s blood glucose level was 73 mg/dl.